Event description:
Revision surgery - due to patient becoming infected and the humeral components becoming loose. The surgeon is pulling all of the components becoming loose. The surgeon is pulling all of the components and the patient is receiving an antibiotic spacer until the infection subsides. At which time revision will take place.